Event description:
It was reported that during robotic nephrectomy, the ats45 was placed on the renal artery, fired but staples did not deploy. Stapler was kept in place while procedure converted to open, stapler was successfully removed. Operative not states dense calcification throughout the renal artery.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The following information has been requested. To date no response has not been provided. Should additional information be received at a later date, a supplemental report will be submitted. What was the indication for surgery? Who fired the device? What is the surgeon¿s experience with the device? Was the device difficult to close? Was the device difficult to fire? Were there any unusual noises heard? Approximately how far did the device cut and/or staple? What was the estimated blood loss? How was the procedure completed? What is the current patient status?